Manufacturer narrative:
This report was initially submitted following postmarket surveillance internal review of an article from turkey, "comparing identification of clinically relevant prevotella species by vitek ms and maldi biotyper" authored by nurver ulger toprak et. Al. The article compared the identification reliability between vitek® ms and maldi biotyper®, concluding that both provided reliable and rapid identification with a need to extend their databases. During the testing, the article noted that the vitek ms misidentified 27 of the 314 prevotella strains. A biomérieux internal investigation has been completed with the following results: complaint trend analysis and device history record. There is no CAPA, no non conformity on vitek ms linked with customer 's complaint . Investigation: no investigation could be done as the raw data corresponding to these issues were not provided despite several reminders. Root cause analysis: unknown as no data was provided.

Event description:
A complaint was opened by biomérieux following postmarket surveillance internal review of an article from turkey, "comparing identification of clinically relevant prevotella species by vitek ms and maldi biotyper" authored by nurver ulger toprak et. Al. The article compares the identification reliability between vitek® ms and maldi biotyper®, concluding that both provided reliable and rapid identification with a need to extend their databases. During the testing, the article notes that the vitek ms misidentified 27 of the 314 prevotella strains. As these isolates were tested as part of this scientific study, there was no patient directly associated with the testing. Therefore, there was no adverse impact to any patient's state of health as a result of the testing. A biomérieux internal investigation will be initiated.